Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was unknown. The customer's father stated that the drive support cap was loose and sticks out once in a while. The father stated that he tried to push it back in during the rewind process, but the blood sugars have been rather elevated. The customer will be sent a replacement pump.